Event description:
The patient reported experiencing leg spasms and a sudden change in therapy. It was indicated that it's "got her foot like she has a stroke and doesn't stop," and goes away for a couple of min and then comes back. During the report, the patient was hurting and exclaiming out in pain. It was checked with the programmer that the implantable neurostimulator (ins) was on with stimulation set at 2.5v. It was also reported that the patient was able to connect with the ins twice during the call, but was getting poor communication the rest of the attempts. There was a healthcare provider (hcp) helping the patient sync the devices, but there was not any successful communication with or without the antenna for the remainder of the call. The patient was unable to turn stimulation down or off since the programmer would not communicate. It was noted that the patient did not have bandages, but due to recent implantation, patient services expressed that swelling could potentially be present and hindering communication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.